Event description:
It was reported that the customer noticed no product and accessories were inside the package. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The returned sample was received without sample only the original open packaging. Visual inspection: the sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. Results: original open packaging with no product inside. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event as described. The probable root causes are: the missing product was occurred in manufacturing site and lack of detection by production personnel; therefore, re-training to manufacturing personnel in the procedure will be initiated as action taken for this issue. Operator of device is unknown, report source is unknown this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).